Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Additionally, high humidity and flooding in the operating room may have compromised the proglide device that was attempted to be used in this patient. It was reported the proglide device experienced an unspecified device failure and manual compression was used to achieve hemostasis. As the name of the physician was not provided, it is unknown if the physician is trained in the use of the proglide device. No additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
The proglide device was used in the patient for attempted vessel puncture closure.